Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 immunoassay results for 1 patient sample on a cobas 6000 e601 module. The initial ca 19-9 result was 257.9 u/ml. The reporter questioned the result as it did not match the patient's clinical picture. The sample was repeated and the result was 11.98 u/ml. No questionable results were reported outside of the laboratory.